Event description:
A distributor reported on behalf of a healthcare facility in hungary that ten rt265 infant ventilator circuits were leaking air prior to patient use. There was no patient harm.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Method: eight devices out of the ten subject rt265 infant ventilator circuits were received at fisher & paykel healthcare (f&p) in new zealand for evaluation. The remaining two devices were discarded by the healthcare facility. Results: visual inspection identified no damage or defects with the returned breathing circuits. Leak testing confirmed that all eight returned devices were within specification. Conclusion: we are unable to determine what may have caused the reported air leak, as there was no fault found with the returned devices. All rt265 infant ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant ventilator circuit also state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in hungary that ten rt265 infant vetilator circuits were leaking air prior to patient use. There was no patient harm.

Manufacturer narrative:
(B)(4). Fisher & paykel helathcare is currently in the process of completing the investigation. We will provide a follow up report upon completion of our investigation.